Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting loss of capture and a drop in sensing on the right ventricular (rv) channel after a procedure for a left ventricular assist device. There was no asystole observed. The physician decided to abandon and replace the rv lead. The crt-d continues to remain implanted and in service. No additional adverse patient effects were reported.